Event description:
It was reported that a preloaded multifocal intraocular lens (iol), model drt150, could not be implanted. The nurse observed a crack in the lens periphery, and the lens was explanted. Additional information confirmed that the optic was damaged. The cartridge and lens made contact with the patient¿s right eye during the process. The original lens was explanted and replaced with a backup lens of the same model and diopter. The procedure was completed successfully. No patient injury was reported; however, the patient experienced a longer recovery period due to the need for lens explantation, including corneal edema which resolved approximately 14 days post-procedure. No vitrectomy or sutures were required, though the incision was mildly enlarged to accommodate the explant. The device was determined to have caused or contributed to the event. The patient¿s current outcome is stable, with 20/25 uncorrected distance visual acuity and jaeger 1+ near acuity at two weeks post-operative. The complaint device was discarded. No additional information was provided.

Manufacturer narrative:
Section a4: weight: 104.5 kg. As the system does not support entries with decimal points, the weight could not be populated in that section. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4625-hs-incision enlarged: procedural complications section h6: health effect- impact code 4631-pt-removal and replacement: procedural complications. Section h6: health effect- clinical code 4581-hs-incision enlarged: procedural complications. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.